Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = examination of the returned liner finds sufficient evidence to confirm a disassociation event. Examination by a depuy material scientist did not identify error in manufacture or material. Inadvertent use error is suspected. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address liner disassociation. Doi: unknown, dor: unknown, affected side is unknown.